Manufacturer narrative:
Suspect device is comfort curve test strips.

Event description:
Customer reportedly tested 266mg/dl on the advantage test system and felt delirious. The paramedics were called and tested customer at 12mg/dl an unknown time later. The customer was hospitalized for a week, no treatment information was provided. Information suggests incident occurred in the home. Advantage test system: meter, strip lot unknown, exp unknown, cat/unknown.